Event description:
The surface of the fracture is rough and irregular and the catheter tubing is slightly compressed at the fracture, indicative of clavicle/first rib compression. A review of the device history record showed no problems that would be related to tubing strength. The severity of theis reported occurrence is consistent with that expected for devices of this type.